Manufacturer narrative:
The company service representative examined the system and was able to confirm but not replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the phacoemulsification (phaco) mode of a cataract extraction procedure the surgeon had vacuum trouble. Patient impact or if the procedure was completed is currently unknown. Additional information has been requested and received.